Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroscopy despite proper use, the reverse cutter broke off continuously. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection noted that the blade of the expandable reamer avn was broken, of the hip avn disposables kit. Functional testing was noted that the blade was not able to be fully expanded or fully retracted back into the shaft tube as required. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied excessive mechanical forces and/or the device coming in contact with another device during use.